Event description:
The recipient reportedly experienced an infection at the implant site. The recipient presented with fluid secretion at the site and the device extruded. Medical treatment (type unknown) was provided; however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section a.1, a.2 & a.3. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly resolved. The recipient will not be reimplanted on this side. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.